Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic assisted distal gastrectomy. According to the reporter, during use on a patient, the balloon did not inflate fully. Another device was used. No patient harm. The operating time was not extended. There was no tissue damage. Nothing fell into the cavity. No extensive bleeding.